Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. It was alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: during investigation, the keypad was undamaged and all keypad buttons responded appropriately to user input. The keypad cover was opened to find no contaminants under the button contacts. The original complaint of under responsive up arrow, down arrow, and ok buttons was unable to be duplicated. Moisture was observed under the display lens. A leak test was performed and failed due to a leak in the display lens. The pump was opened to find moisture damage on the continuous glucose monitoring board, and on the display.